Event description:
Patient needed a central line repair, 2.7 fr. Broviac repair kit obtained, however, additional kit had to be opened to use glue in kit, as the glue in the first kit was hard and unusable. This has happened multiple times over the last year with these repair kits.